Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 500 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. It was advised that the customer revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functional properly and passed all functional testing. After testing it was concluded that the device operated within specifications.